Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left tka knee procedure of unknown product, with a revision of the poly and locking bar approximately 10 years later. Subsequently, the patient was revised a second time approximately 4 years later due to poly wear and fracture, with synovitis due to metallosis. There was no loosening of femoral or tibial components, only the poly and locking bar were exchanged.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found left knee revision due to poly wear and delamination. Moderate metallosis, synovitis with fragmented posterior lateral tibial poly. No loosening of femoral or tibial components. Only poly and locking bar were revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.